Event description:
The technician alleged that the brake assembly is not holding while in brake mode. No patient impact.

Manufacturer narrative:
The technician adjusted brake cable assembly to resolve the issue.